Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device dislocation ('migration') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mood swings, acne, vaginal itching, vaginal discharge, vaginal infection, breast lump and uterine cramps. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/dysfunctional bleeding"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), emotional disorder ("emotional imbalance"), premenstrual dysphoric disorder ("pmdd"), anxiety ("anxiety"), depression ("depression"), fatigue ("chronic fatigue"), partner stress ("loss of relationship with my husband") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (essure remove and la vh-uterus,ubes,cervix, vaginal cuff needed, hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, urinary tract disorder, allergy to metals, dyspareunia, emotional disorder, premenstrual dysphoric disorder, anxiety, depression, fatigue, partner stress and dysmenorrhoea outcome was unknown. The reporter considered allergy to metals, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, genital haemorrhage, partner stress, pelvic pain, premenstrual dysphoric disorder and urinary tract disorder to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2009 now it is reported (B)(6) 2009 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: both fallopian tubes are closed no free spillage is seen.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device dislocation ('migration') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mood swings, acne, vaginal itching, vaginal discharge, vaginal infection, breast lump and uterine cramps. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/dysfunctional bleeding"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), emotional disorder ("emotional imbalance"), premenstrual dysphoric disorder ("pmdd"), anxiety ("anxiety"), depression ("depression"), fatigue ("chronic fatigue"), partner stress ("loss of relationship with my husband") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (essure remove and la vh-uterus,ubes,cervix, vaginal cuff needed, hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, urinary tract disorder, allergy to metals, dyspareunia, emotional disorder, premenstrual dysphoric disorder, anxiety, depression, fatigue, partner stress and dysmenorrhoea outcome was unknown. The reporter considered allergy to metals, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, genital haemorrhage, partner stress, pelvic pain, premenstrual dysphoric disorder and urinary tract disorder to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2009 now it is reported (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: results: both fallopian tubes are closed no free spillage is seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. New event migration was added. Cluster ID, reporter causality comment, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding/dysfunctional bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mood swings, acne, vaginal itching, vaginal discharge, vaginal infection, breast lump and uterine cramps. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), emotional disorder ("emotional imbalance"), premenstrual dysphoric disorder ("pmdd"), anxiety ("anxiety"), depression ("depression"), fatigue ("chronic fatigue"), partner stress ("loss of relationship with my husband") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (la vh-uterus,ubes,cervix, vaginal cuff needed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, allergy to metals, dyspareunia, emotional disorder, premenstrual dysphoric disorder, anxiety, depression, fatigue, partner stress and dysmenorrhoea outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, genital haemorrhage, partner stress, pelvic pain, premenstrual dysphoric disorder and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - (B)(6) 2009: results: both fallopian tubes are closed no free spillage is seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain, dyspareunia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2019: quality-safety evaluation of product technical complaints. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding/dysfunctional bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mood swings, acne, vaginal itching, vaginal discharge, vaginal infection, breast lump and uterine cramps. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), emotional disorder ("emotional imbalance"), premenstrual dysphoric disorder ("pmdd"), anxiety ("anxiety"), depression ("depression"), fatigue ("chronic fatigue"), partner stress ("loss of relationship with my husband") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (la vh-uterus, tubes, cervix, vaginal cuff needed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, allergy to metals, dyspareunia, emotional disorder, premenstrual dysphoric disorder, anxiety, depression, fatigue, partner stress and dysmenorrhoea outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, genital haemorrhage, partner stress, pelvic pain, premenstrual dysphoric disorder and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: both fallopian tubes are closed no free spillage is seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain, dyspareunia. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.